Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion/eri was indicated. Time of rrt (recommended replacement time) in the save to disk was on (B)(6) 2012 device rrt less than or equal to 2.6251 volts. The weekly battery voltage trend data shows battery equal to 2.628 to 2.614 volts between (B)(6) 2012. There was one patient alert for low battery voltage on (B)(6) 2012.

Event description:
It was reported that the device reached elective replacement indicator (eri) sooner than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.